Event description:
Country of complaint: (B)(6). The customer found the breakage when using during surgery. The customer could not detect the exact time of the breakage. There is the possibility of intra-operative breakage during previous surgery. "Usage" used for pinpoint coagulation only. Never twisted.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2015. Add'l PMA/ 510 (k) # k003608. Manufacturing site eval: breakage of ceramic is result of twisting and/or bending of instrument or by excessive mechanical forces during processing / handling. Device history record was reviewed and found to be according to spec. There are no indications of product or material deviations.